Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported during incoming inspection that there was debris in the sterile package. No adverse events were reported as a result of this malfunction.